Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was returned for normal eri. Testing of the ICD noted the patient counters and test shock counters were reset to zero.